Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 52 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity and abdominal cramps on (B)(6) 2021, anemia, bleeding genital, clot blood, uterine fibroid, parity 2 and multi gravida on (B)(6) 2021 and dysmenorrhea, endosalpingiosis, chronic cervicitis and leiomyoma on (B)(6) 2021. Previously administered products included: aygestin. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 5092 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.408 kg/sqm. [Pathology test] on (B)(6) 2021: final diagnosis: result: uterus, cervix, bilateral fallopian tubes, bilateral ovaries, total hysterectomy with bilateral salpingooophorectomy: leiomyomata atrophic endometrium chronic cervicitis bilateral ovaries with endosalpingiosis bilateral fallopian tubes with benign paratubal cyst. Clinical history: secondary dysmenorrhea fibroids, intramural gross description: two metallic wire iuds are identified measuring 3.2 cm in length and up to 0.1 cm in greatest diameter [ultrasound scan] in 2019: showed 14 cm uterus with fibroids, normal ovaries. Labs show anemia with last hgb 9.9, low iron, normal free t4, normal hgba1c quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: reporter and patient information,medical history,lab data,indication,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 52 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 5092 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.